Event description:
Left side device has been explanted.

Manufacturer narrative:
Continued h.6. Health effect - impact code : f2203 a review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a2 a4 a5b b3 b5 b6 d4 d6a d6b h4 h6

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and textured implant removal.

Event description:
Healthcare professional reported unknown side rupture and textured implant removal. The device remains implanted.